Manufacturer narrative:
Approximate age of device - 1 year, 6 months. Manufacturer¿s investigation conclusion: a direct relationship between the device and the reported event could not be determined. The hmii IFU lists hemolysis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted for aphasia but a CT scan was negative for a cerebrovascular accident. Lactate dehydrogenase (ldh) was 612. The patient was started on heparin drip and ldh trended down. The patient was discharged after reaching inr goal of 2.5-3. There was suspicion that the hemolysis was related to the pump but no diagnostic tests were done.